Manufacturer narrative:
Correction - device code. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
An ipg communication issue was reported to abbott. It is unknown what caused the ipg to go into a non-bondable state. The ipg was explanted and replaced to restore effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.